Event description:
Patient was intubated during a code with mcgrath blade and cover was retained in airway below et tube cut off. It was found by respiratory therapist/registered nurse at bedside seven days later when the cuff deflated and patient coughed making the product visible. Blade cover in question was tested on mcgrath laryngoscope. Cover tab was found to be bent and unable to be fully secured to the mcgrath laryngoscope.